Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of methicillin-resistant staphylococcus aureus (mrsa) and pseudomonas at the left ventricular assist device (lvad) driveline exit site. A computed tomography (CT) was performed on (B)(6) 2024 showed 3 mm of fluid collection. A lvad drainage site culture on (B)(6) 2024 showed mrsa cultures. A further CT of the abdomen on (B)(6) 2024 showed phlegmon, persistent mild soft tissue density 1.4 cm diameter adjacent to driveline and mild fat stranding without fluid collection. The patient had cultures performed on (B)(6) 2024 which were positive for mrsa. A culture on (B)(6) 2024 was noted to be negative. It was noted that the source of the infection was the driveline and bacteremia. The patient was on chronic doxycycline suppression therapy, however due to the patient having recurrent vomiting from the doxycycline. As a result, in (B)(6) the patient was switched to double strength bactrim twice a day for chronic suppression of the infection. The patient was noted to have had an increasing greenish discharge from the lvad exit site. CT scan of the abdomen was performed which showed no evidence of abscess. A lvad exit site drainage culture performed in the emergency room (ER) on (B)(6) 2025 showed mrsa sensitive to the patients previously prescribed bactrim. A repeat lvad drainage culture on (B)(6) 2025 also showed mrsa. An excisional sharp debridement of necrotizing abdominal wall lesion was performed with an ending would size of 7 x 5 cm on (B)(6) 2024. A culture taken from the operating room at this time still showed mrsa. Another debridement of the driveline with closures was performed on (B)(6) 2024. It was found in the operating room (or) that the patient had a small abscess below the sternum but along the lvad driveline tract that was incised and drained. The or culture of the small abscess in the driveline tract showed pseudomonas and mrsa. The patient was prescribed with 6 weeks of cefepime and daptomycin, which ended on (B)(6) 2025. The patient continued on double strength bactrim after (B)(6) 2025.